Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tips on a quantity two ar-8750-03, driver shafts have broken off. See source data attached. Additional information received on 09/24/2020: the rep reported the type of procedure taking place was a hardware removal. The two ar-8750-03 drivers were being used to remove two arthrex 5.0 headless compression screws. During use, the tips of the drivers broke off in the screw head. The broken tips were fully retrieved using forceps, and the surgeon then used solid drivers to complete the removal. The rep reported at this point in time there is no further information regarding the primary procedure, or the reason for the hardware removal. The part/lot numbers of explanted arthrex product is currently unknown.